Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. That the femtosecond laser (ifs) treatment was lost and laser stopped. Customer indicated they lost two (2) procedures due to suction loss of the same procedure. It was reported that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required.